Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels as low as 51 (mg/dl) over the last 4 days. Reportedly, the customer believed that their low bg levels were caused by performing physical labor in the heat. Customer consumed juice to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.